Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The retention material for lot 80097400 was measured on an iu urisys 1100 analyzer equipped with sw-v. 6.71 and by visual reading with 0-native-urine and a protein-dilution-series according to testing-plan. The testing showed no abnormal results. The investigation did not identify a product problem.

Manufacturer narrative:
The urine test strip lot number is 1080097404 with an expiration date of 30-nov-2025. It was reported the customer received an e-5 alarm during a calibration issue. The test strips are not available for investigation as they have been discarded. The investigation is ongoing.

Event description:
There was an allegation of questionable negative protein results for approximately 6 patient samples on a urisys 1100. It was alleged that the visual results were 2 color blocks out (positive).